Event description:
The reporter stated that a "trauma victim was placed on a fentanyl drip on a medfusion syringe infusion pump in the evening. The syringe contained 25mcg/cc a total of 1250mcg in the syringe. Approximately in an hour later, the staff noted the syringe was empty. There was no change in the pt's condition. Physicians were summoned immediately. There was a wet spot noted on the sheets of the pt's bed. It is though that the syringe emptied by gravity and that the presence of a loose IV connection site allowed the fluid to exit into the bed, sparing the pt. The pump did not do what it was supposed to do."

Manufacturer narrative:
The unit delivered correctly and alerted occlusion within specification. The pump history record was inconclusive. Pump history shows the pump was turned off without pressing the stop key, which prevents infusion info from being recorded. During physical examination, the plunger retainer was found to be missing. Medex was unable to confirm the issue. However, this pump does not have "load syringe plunger' alert capability if the syringe is not loaded properly. The plunger retainer was also missing from the pump, which can, under certain circumstances, result in free-flow of the syringe. A product advisory with this info and how to correct the issue was sent to the facility 04/2002. The unit will be repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with thie report.